Event description:
User facility reported that the nurse removed the gripper from the pt, the needle did not engage into the safety device. This resulted in a needle stick to the nurse. The nurse rec'd treatment in a manner consistent with the hosp's internal protocol for needle-stick injuries. No adverse effects to pt or user reported.

Manufacturer narrative:
Device eval: smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.